Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim rn spiked and circle primed naxitamab but alaris tubing was fused together. Unable to circle prime. New bag of naxitamab needed to be made for patient. Delayed naxitamab by 1 hour 15 minutes. Rn went to circle prime 2nd bag of naxitamab but alaris tubing was also fused together.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.